Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that there was a slit in the upper right area of the reservoir. The reservoir did not expand symmetrically. It had been activated and emptied three times a day, over 3 days. There were no adverse pt consequences reported.